Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was reported as a software problem. A technical support specialist successfully connected to the station to implement changes and was assigned to erboard to address the issue. The system functioned as intended after the technical support specialist had verified the device.

Event description:
It was reported that when using the pyxis medstation es system, patients did not appear at the station. A customer indicated that the user had experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse event.